Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm issue was verified. Based on the analysis, the alleged insulin gauge issue could not be verified.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, customer continued to use the pump for insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate and static. Reportedly, customer continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was 229-238 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.